Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a damaged air detector and upstream occlusion sensor. The air detector and upstream occlusion sensor were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation noted a damaged air in line detector and upstream occlusion sensor. The event occurred during testing.